Manufacturer narrative:
The retractor subject of the reported event was returned for evaluation. Evaluation results determined that no issues were noted with the function or operation; the device operated as intended. The device history record (DHR) was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A complaint review was performed and confirmed this to be an isolated event for the subject lot. As no issues were noted with the function or operation of the retractor, the reported event can be attributed to user error. The retractor tebbetts fiber optics instructions for use states, "do not use fiber optic cables larger than 3.5mm. Failure to properly clean the device may limit light flow and allow the metal connectors of the fiber optic bundle to become hot during use and increase the potential for thermal burn." User facility personnel received in-service training on the proper use and operation of the retractor tebbetts fiber optics. No additional issues have been reported.

Manufacturer narrative:
The device subject of the reported event is being returned for evaluation. An investigation is currently in process. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported that an employee received a "burn" to their glove while using a fiberoptic retractor during a breast implant replacement surgery. No report of injury or procedure delay.